Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass.

Event description:
It was reported via phone call that there was spot of ink on display. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.